Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It was unknown whether there were any deviations from the instructions for use during the reprocessing steps in the areas where the foreign material was found. No physical damage was observed at the locations where the foreign material was present. The instruction manual states the detection method associated with the event ingif-ez1500 operation manual chapter 3 preparation and inspection and preventive measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in air/water-cylinder and air/water-tube. There were no reports of patient involvement.